Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead displayed undersensing on stored electrograms (egms). Additionally there was an alert for a failed right atrial (ra) lead position check. Follow up was conducted with the company field representative and no further information was available. Both leads remain in use. No patient complications have been reported as a result of this event.